Event description:
A consumer reported that her vision is worse than before intraocular lens (iol) implant surgery three years ago. In a follow-up with the surgeon, he reports that the pt also experienced glare and a loss of intermediate vision. He noted pco approximately six months after the surgery, and a yag laser capsulotomy was performed one month later. He also stated that he has not seen the pt since 2006.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/01/2009 and 04/11/2009 by phone, fax, and mail. A completed questionnaire was received on 04/14/2009.